Event description:
Initial info was received from a physician (who was also a sculptra trainer) on (B)(6) 2011: a (B)(6) female pt received treatment with poly-l-lactic acid (sculptra aesthetic) (lot # 3a0039), expiration date 09/30/2013) for cosmetic reason starting with one vial on (B)(6) 2011 in the pt's malar areas, nasolabial folds, along the mandible angle and a little in the periorbital area on both sides of her face. Her second session was on (B)(6) 2011 and used two vials of poly-l-lactic acid, the third session was on (B)(6) 2011 and used two vials of poly-l-lactic acid. After her fourth session on (B)(6) 2011 (she was given one vial of sculptra aesthetic) she had very little bruising. One week later, she developed shingles on her right cheek where she had been injected and on the periorbital areas where she had not been injected. It was unk if the physician would continue the pt's therapy and the pt's symptoms were continuing at the time of the report. No further info was provided. Pharmacovigilance comment: sanofi-aventis company comment (B)(6) 2011: this case lacks sufficient info about the risk factors associated with shingles. A causal assessment was made based on the temporal relationship. Additional info on the pt's medical history, concomitant medication, details on how the sculptra injection was performed, and confirmed diagnosis of shingles has been requested.